Event description:
It was reported that patient is scheduled for breast surgery tomorrow. Caller reports the right ins has been off and is malfunctioned. Caller reports the left ins has low battery. Patient's doctor has indicated he would address the ins after patient's breast surgery. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.